Event description:
It was reported that during central processing, a tear was observed on the black wire of the fenestrated bipolar forceps instrument. There was no report of any fragments falling inside a patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter could not clarify the type of damage on the black cable. There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the tear on the black wire was confirmed by failure analysis.